Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that her first sensor ripped off and that the tape irritated her skin. The customer also reported that after changing the sensor the needle broke off. The customer's blood glucose reading was unknown. The customer was unable to troubleshoot and no further details were provided.